Event description:
On december 1, 2006, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) mailed a letter to the reporter and pt on 12/06/06, since they could not be reached by telephone on two separate days. The mas also listened to the call between the reporter and customer care advocate (cca) to obtain/verify info. The reporter indicated that the meter was continuously giving a reading of "27 mg/dl." A review of the meter's memory revealed results of "27, 29, and 21 mg/dl." The patient did not take any specific actions after testing with the reported meter. On 11/29/06, the reporter stated that the pt got a result of "27 mg/dl" at an unspecified time in the morning and was not feeling well. So, the reporter gave him oatmeal for breakfast. Around lunchtime, she tried to give the pt a salad, but he was still feeling "dizzy." At that point, the reporter claimed that she tested the pt's blood glucose and again got "27 mg/dl." At an unknown time the same day, the reporter took the pt to see his dr because of the symptoms. In the dr's office, the pt got a result of close to "399 mg/dl" using an unidentified device. The pt was not given any medical treatment during the appointment, but his medication dosage was increased. It is not known what the pt's medication regimen was at the time. It would have been helpful to know the following information: when the pt started getting the low results, what his normal readings are, and when the symptoms developed. In addition, it would have been helfpul to know what the pt's medication regimen is, if the pt was following the regimen as prescribed before and during the time of concern, what interventions the pt took before going to the dr's office, and if the pt tested himself while in the dr's office. This complaint is being reported due to the following conclusion: the pt was obtaining results in the 20 mg/range while having symtpoms of diziness. The patient visited his doctor because of the symptoms and got a result of "399 mg/dl." There is insufficient information to determine what caused the pt to develop the symptoms of dizziness and if the pt was witholding or decreasing his medication based on the reported low results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.